Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no indication to indicate a lot specific product issue. All available information was investigated, and the reported difficulties appear to be due to case related circumstances. It is likely that the patient morphology/pathology contributed to the leaflet tear causing the clip to move resulting in recurrent mitral regurgitation (mr) and hospitalization. The reported patient effects of mitral valve injury (tissue damage) and worsening mr are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
This is filed to report the clip movement and tissue damage requiring additional clips. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was placed on the central a2p2, reducing the mr to trace. On (B)(6) 2018, an echo was performed which showed the clip appeared to be tilting towards p2 and the mr increased to 3 due to a small tear in the prolapsing posterior leaflet. On (B)(6) 2018, a second procedure was performed where two clips were implanted to stabilize the first clip. The mr was reduced from 4 to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.